Event description:
It was reported that a polaris driver was found stripped outside of surgery after a case. No patient was present at the time of discovery; the information associated with event occurrence is unknown.

Manufacturer narrative:
Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the tip of the driver was twisted. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a polaris driver was found stripped outside of surgery after a case. No patient was present at the time of discovery; the information associated with event occurrence is unknown.